Event description:
When the patient was dialyzed with toray filtryzer, patient's blood suddenly became dark in the dialyzer and the patient fell unconscious. The patient fully recovered after a few minutes.